Event description:
It was reported that during a total hip replacement surgery, the ceramic liner broke at the rim, then all the fragments were retrieved and cleared. Changed to another liner to complete the surgery. The patient was in stable condition.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: after investigation, the patient underwent total hip arthroplasty in the hospital due to "osteoarthritis" on (B)(6) 2025. During the surgery, the surgeon implanted 121881754 and the matching acetabular cup system product (specific product code unknown). During the implantation, the edge of liner was broke. The surgeon then removed the liner. After confirming that there was no residual fragment, a new liner (specific product code unknown) was replaced to continue the surgery. During this period, the surgery time was extended about half an hour. This event did not cause any other harm to the patient except for the extended surgery time. The patient was in stable condition currently. No subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. Corrected: h6 (impact code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary no device associated with this report was received for examination. According to the information received,¿ liner breakage intra-op. It was reported that during the surgery, the ceramic liner broke at the rim, then all the fragments were retrieved and cleared. Changed another liner to complete the surgery. The patient is stable currently.¿ because no information was provided about the laser engraving which would have uniquely identified the ceramic insert, the insert can only be identified based on the information provided by depuy. Depuy compiles several lot numbers under one order and could therefore not allocate this insert to only one lot number. The following lot numbers were provided to ceramtec: 7011925338 and 7011926263. Protocols and certificate of conformance of each lot number were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil. The requirements as specified at the time of production. There is no indication of any pre-existing material defect. Due to the fact that the insert at issue was not provided, ceramtec could not carry out any further investigations. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history review because no information was provided about the laser engraving which would have uniquely identified the ceramic insert, the insert can only be identified based on the information provided by depuy. Depuy compiles several lot numbers under one order and could therefore not allocate this insert to only one lot number. The following lot numbers were provided to ceramtec: 7011925338 and 7011926263. Protocols and certificate of conformance of each lot number were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Due to the fact that the insert at issue was not provided, ceramtec could not carry out any further investigations. Added: e3 corrected: e2